Event description:
It was reported that this pacemaker exhibited undersensing of r-waves. Technical services (ts) reviewed the event and provided reprogramming recommendations to adjust the sensitivity settings. No adverse patient effects were reported. This pacemaker remains in service.